Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed a ¿cassette not attached¿ alarm. Per reporter, the customer attempted to power cycle the pump and tried switching out the tubing but the alarm could not be resolved. There was patient involvement with no harm.

Manufacturer narrative:
The device was not returned for analysis. Review of service history showed no indication that the complaint was related to service of the device within the review period. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.